Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - moisture ingress with battery compartment damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: there was no activity related to the complaint observed in the pump black box or download history. The pump battery compartment was observed to be intact with no damage or evidence of moisture ingress. The pump powered on normally and was exercised for 24 hours without issues. The pump current draws were tested and were found to be within specifications. A leak test was performed with no leaks found during testing. The pump was opened and no damage or defects were found to the pump power circuit. No defects were found related to the reported temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.